Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,mcol mg,3.7mm,10m (tsvmb10) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Bone debris presented on the outside threads of the implant. Device history record (DHR) review was completed for the subject lot number 62661124. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62661124) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported the implant fractured and was removed.